Event description:
It is reported that the patient was revised on an unknown date due to instability.

Manufacturer narrative:
Evaluation summary: the nexgen micro patella is not compatible with the implanted size d cr-flex femoral component. The micro patellar part is included in FDA recall z-2015-2013. This incompatibility of the patella which may lead to pain, instability of the patella and potential fracture of the patella. Zimmer initiated a field action to prevent future misinterpretation of micro component labeling. The patient received this implant on (B)(6), 2012 which is prior to the corrective action implantation date of november 1, 2013. Evaluation: device history records were reviewed and found conforming.